Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of reoccurring issues with low battery alarm and unresponsive buttons. The customer states the alarm would only silence if the battery was pulled out. The customer's blood glucose level at the time of incident was in the 500mg/dl. The customer states they treated with manual injections. The customer's blood glucose level had also been at 48mg/dl. The customer states they have conducted troubleshoot and the issues persist. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alert and no frozen screen noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, minor scratches on the display window, and a stained end cap sticker.